Manufacturer narrative:
Livanova (B)(4) received lab test results on (B)(6) 2017. The lab test report confirmed the presence of mycobacterium intracellulare and stated the presumptive presence of mycobacterium chimaera. The heater-cooler systems 3t were returned to livanova (B)(4) to undergo the deep disinfection process. The procedures were completed successfully and both devices were returned to the customer. A review of the dhrs did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue.

Manufacturer narrative:
There us no known patient involvement. Livanova implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the livanova heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The lab test results were provided to livanova (B)(4), which confirm the presence of mycobacterium intracellulare. The customer reportedly presumes the unit is also contaminated with mycobacterium chimaera. However, confirmation has not been received. The facility plans to returned the device to livanova (B)(4) for deep disinfection. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t tested positive for nontuberculous mycobacterium. There is no known patient involvement.